Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude. Additional information received that the issue was due to a suspected micro lead dislodgement due to patient was using the left arm after the implant procedure. This rv lead was repositioned with final measured r-waves at 16 millivolts (mv). No additional adverse patient effects were reported.